Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. X-rays and medical records were received and reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that patient has suffered from recurring dislocations. Update 9/22/2015- medical records received. After review of the medical records for MDR reportability, the patient sustained a small crack in the trochanter while implanting the sleeve. The crack was cabled. The sleeve is being added to the complaint. Clinic notes form (B)(6) 2015 indicated the patient has dislocated 3 times since the doi, but all due to noncompliance with bending. The medical records all indicate the patient has fallen a few times. The patient still hasn't been revised for the dislocations. The complaint was updated on: 10/13/2015.